Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar of the device. The collar of the device was measured with a calibrated pin gage, at .057¿ meeting specification, and the tip of the device was also measured with a calibrated pin gage and was found to be .057¿, meeting the specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was conducted by loading a lab supplied, 4.0 mm balloon catheter, into the collar of the guidezilla device. Due to the partial separation, the balloon catheter could not load into the guidezilla without difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2018. It was reported that a stent could not cross the guidezilla. The target lesion was located in the left coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the inner diameter of the device was small and an unknown stent failed to cross the guidezilla. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, deice analysis revealed a partial separation at the collar of the device.